Event description:
Terumo medical corporation received the following information: it was reported that the patient received his yeztugo injections six months ago on (B)(6) 2025. He stated that when he first got the injections, he got cellulitis on both sides and was treated with antibiotics and the infection went away. He explained that the lumps have persisted and they are visible beyond the expected time. He mentioned that the lumps are on both sides of the abdomen area.